Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels of 600 mg/dl; cause was not known. Customer administered insulin injections and correction boluses via the pump to address bg. Pump system check was performed with tandem technical support (cts) and pump was found to be performing as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.